Manufacturer narrative:
An attempt has been made to have the explanted device returned to boston scientific. No additional information is available at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient developed a pocket infection. The patient's device was explanted, with all leads remaining in service. The patient's lead system includes a competitive right atrial (ra) lead, a transvenous left ventricular (lv) lead, and a transvenous right ventricular (rv) lead.